Event description:
Nineteen days after the procedure the pt developed the fever. The highest bt 38.3c. Temperature brought down gradually, still went up 37 c from time to time. The pt returned to normal temperature, released from the hosp. No antibiotics were administered. Since the stomach-ache and loss of appetite lasted after the procedure, an infusio of soldem3a, 500ml was given twice per day.

Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm replacement procedure. After the operation, the pt developed a fever accompanied by continual retching and vomiting. Stomach examination and CT scan of the abdomen was performed. No obvious problem was found. An i.v. Drip was administered to the pt and the symptoms were gradually relieved. The range of fever has not been reported. The graft was left in. The pt is now in good condition.